Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a routine implantable cardiac defibrillator (ICD) exchange procedure. During device interrogation prior to procedure, the right ventricular lead exhibited high out of range high voltage (hv) lead impedance. Upon further review, normal high voltage lead impedance was noted. No intervention was performed, the physician elected to monitor the lead. Patient was in stable condition.